Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the inner shaft markers. There was a kink and damage to the transition shaft material visible 2.0cm distal to the proximal end of the hypotube bond. There was blood present in the inflation lumen indicating the presence of a leak. Negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected at the kink site on the transition shaft. The shaft material was partially pinched and jagged at the leak site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a slightly calcified distal rca lesion exhibiting 98% stenosis and moderate vessel tortuosity. The device was removed from packaging per IFU, inspected and prepped with no issues noted. During the procedure, it was reported that resistance was encountered during delivery and excessive force was used. The device completely failed to inflate on its first inflation and it was reported that a catheter leak/burst occurred. Nominal inflation pressure had been applied. The stent passed through two previously placed stents in a tortuous rca. Stent was not implanted. Procedure was completed with another resolute integrity of the same size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.